Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: maxim primary femoral component catalog # 140032 lot # 241920; biomet cc cruciate tray 67mm catalog # 141232 lot # 207030; bmet arcom ap pat w/wire 34mm catalog # 11-150828 lot # 696910. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-03195.

Event description:
It was reported that the patient underwent an initial left knee procedure. Subsequently, the patient was revised due to pain, loosening, fracture and wear of the implant. There was two hours delay to complete the procedure.